Manufacturer narrative:
The astral device returned to resmed and an evaluation could not confirm the reported device failure to charge its internal battery. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.